Event description:
During a low anterior resection procedure, the black fired handle was too hard to close. After firing, the staples were not formed. They were still a "u" shape. Or time was extended about an hour and a new instrument was opened. There was no reported patient consequence and one device is being returned.